Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with variable pacing impedance during initial implant on (B)(6) 2021. The lead was replaced within the same procedure. Post-procedure the patient was stable.